Event description:
Literature was reviewed regarding a comparison of acute outcomes including non-pulmonary vein ablation with variable- vs. Fixed-loop circular pulsed field ablation catheters. The authors described there was a patient in the fixed loop circular catheter group with minor vascular access complications that included minor bleeding and hematoma at the puncture site that was successfully managed with compression. In the variable loop circular catheter group there were patients who experienced arteriovenous fistula that was managed with manual compression and transient st segment elevation followed by an ischemic stroke with left sided hemiparesis which required transfer to a neurological clinic for further evaluation and treatment. The status of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation from d10: product ID: product type: pscc100 loop catheter; product ID: other manufacturer product type: catheter this information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publ ications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/64 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date, expiration date, and UDI cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: real-world comparison of variable- vs. Fixed-loop circular pulsed field ablation catheters: acute outcomes including non-pulmonary vein ablation. Heart rhythm o2. 2025. Doi: doi.org/10.1016/j.hroo.2025.08.030 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.